Event description:
Information from attorney alleges that the pt suffered alleged injuries as a result of the placement of a bravo ph monitoring system. The ph monitoring capsule was placed in 2004 and removed by the physician approximately one month later without incident.